Manufacturer narrative:
The follow up report was submitted the correct date is 20-dec-2019

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to site issue. Customer's blood glucose level was 127 mg/dl. Customer reported that the he change the sensor he breaks out and it result in wounds. Customer stated that he put one on his abdominal back in october and it resulted in a rash and takes antibiotics to heal. Customer had a site issue red blisters that spreads 3 inches around adhesive, rash, wound, skin irritation. Customer cleans the site with alcohol swab. Hospitalization treatment was dermatologist prescribed ointment after assessment. The sensor will not be returned for analysis.